Event description:
Healthcare professional reported, right side device rupture. Axillary lymph nodes up to 10 mm in size. A collection of liquid around the implant and the implant surface is significantly rippled. Diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
E1.: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, lymphadenopathy, rupture, wrinkling, deformation.

Manufacturer narrative:
Lab analysis summary: based on the device analysis grid, the assessments of the complaint are: wrinkling of the skin: unable to observe since it is not related to the device. Seroma: unable to observe since it is not related to the device. Rupture: observed a broken on posterior assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell assessed as inconclusive. Lymphadenopathy: unable to observe since it is not related to the device. Deformation: not observed due to the device ruptured. Additional observations: ¿ no other observations were observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side device rupture, axillary lymph nodes up to 10 mm in size, a collection of liquid around the implant and the implant surface is significantly rippled diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Add visual analysis: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Lymphadenopathy: unable to observe, since it is not related to the device. Seroma: unable to observe, since it is not related to the device. Wrinkling of the skin: unable to observe, since it is not related to the device. Deformation: no observed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right side device rupture. Axillary lymph nodes up to 10 mm in size. A collection of liquid around the implant. And the implant surface is significantly rippled. Diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device.